Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient had a hypoglycemic event while using the aviva system. At an unknown time the customer received a blood glucose reading of 232 mg/dl on his aviva system. Based on the result the customer took 6 units of novolog. The customer reported that he usually takes 4 units, but due to the higher than normal reading he took 6 units. The customer did not know his sliding scale. The customer reported that he felt fine during the reading and did not have any symptoms of high or low blood sugar. Customer stated that 20-30 minutes later he was sweating, shaking, and could not get up. Wife tested the customer on her competitor monitor and obtained a blood glucose result of 57 mg/dl. The wife treated the patient with 6-8 ounces of orange juice. The customer stated that he laid down and felt better the next day. No medical treatment was received. The patient was not hospitalized. Return of the suspect device was requested for evaluation.